Event description:
According to the customer report when dripping anti-cancer drugs, the infusion fluid coming from the c100j infusion adapter is constantly filled with air. Customer asked us to verify the phenomenon of air entering from the c100j infusion adapter.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one infusion adapter along with a tubing set, was provided to our quality team for investigation. Upon inspection of the products, liquid could move through the adapter without issue and no damage or defects were identified that could contribute to the reported incident. It was noted the IV set used with the adapter is vented. Per the instructions for use included with the product, phaseal c100 should not be used with vented IV tubing or an open vent as this could create a negative pressure which can add air the infusion bag leading to air bubbles in the line, as well as the potential for exposure to hazardous medications. If a vented line is used, it is important to ensure the inlet is closed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review could not be performed. It is important to follow the instructions for use when using phaseal devices to ensure the product functions as intended. Based on the sample evaluation and available information, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
According to the customer report when dripping anti-cancer drugs, the infusion fluid coming from the c100j infusion adapter is constantly filled with air. Customer asked us to verify the phenomenon of air entering from the c100j infusion adapter. Follow up requested. Per response: is the IV line is vented or non-vented? Vented.